Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the over temperature alarm is not working and neither is the led or the audible alarm. The fault was found to be the cause of a defective pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that "during preventative maintenance, it was discovered that the over temperature led does not illuminate when alarm test button is depressed. Led does not illuminate and no alarm tone." On a smiths medical level 1 hotline fluid warmer. No patient involvement.